Event description:
It was reported that patient started therapy in friday on the arctic sun device. Normothermia was 37c and received alert water temperature too was cold for too long (alert 52 - extended period of cold water). There was no shivering, micro-shivering or seizures. Nurse turned on fan and tried to assist with getting patient temperature down. Nurse administered demerol and it seemed to help a little. Patient just received tylenol but did not appear to help. Mss noted patient had a large trunk area. A little bit of exposed abdomen. Patient was not on paralytics. Patient temperature was 37.5c, target temperature was 37c, water temperature was 5c and flow rate was 1.7lpm and trend showed thermoneutral. System diagnostics showed that outlet monitor temperature (t1) was 4.8c, outlet control temperature (t2) was 5.2c, inlet temperature (t3) was 7.1c, chiller temperature (t4) was 4.3c, water flow rate was 1.7lpm, inlet pressure was -7psi, circulation pump command was 51 percent, mixing pump command was 100 percent, heater command was 0 percent, water reservoir level was 4 bars, system hours were 3982.6 and pump hours were 3760.7. Mss discussed adding universal pad to abdomen to assist with cooling patient and noted that device appeared to be working effectively and making cold water. Alert they received was a safety alert that encouraged diligent skin checks according to hospital protocol and to consult physician for patient temperature management as it appeared to be patient related.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that patient started therapy in friday on the arctic sun device. Normothermia was 37c and received alert water temperature too was cold for too long (alert 52 - extended period of cold water). There was no shivering, micro-shivering or seizures. Nurse turned on fan and tried to assist with getting patient temperature down. Nurse administered demerol and it seemed to help a little. Patient just received tylenol but did not appear to help. Mss noted patient had a large trunk area. A little bit of exposed abdomen. Patient was not on paralytics. Patient temperature was 37.5c, target temperature was 37c, water temperature was 5c and flow rate was 1.7lpm and trend showed thermoneutral. System diagnostics showed that outlet monitor temperature (t1) was 4.8c, outlet control temperature (t2) was 5.2c, inlet temperature (t3) was 7.1c, chiller temperature (t4) was 4.3c, water flow rate was 1.7lpm, inlet pressure was -7psi, circulation pump command was 51 percent, mixing pump command was 100 percent, heater command was 0 percent, water reservoir level was 4 bars, system hours were 3982.6 and pump hours were 3760.7. Mss discussed adding universal pad to abdomen to assist with cooling patient and noted that device appeared to be working effectively and making cold water. Alert they received was a safety alert that encouraged diligent skin checks according to hospital protocol and to consult physician for patient temperature management as it appeared to be patient related.

Manufacturer narrative:
He reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is an inadequate number of pads. However, this cannot be confirmed. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, water flow is greater than 2.3 liters per minute and the patient temperature probe is in the correct place. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." Corrections: g, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned